Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was not used on the patient. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned pump did not reveal any visible defects. A detailed investigation of the returned pump is currently ongoing.

Event description:
Berlin heart inc. Clinical affairs (ca) was informed by the clinic about an issue that occurred during the priming of an excor blood pump for a patient that requires pump change. During the priming of the pump in preparation of use on the patient, the clinic attempted to retract the membrane to the end of diastolic position in the appropriate manner, but the membrane would not reach the end diastolic position. However, when the clinic pulled the membrane all the way back to the end of diastolic position, still had wrinkles in the membrane. The clinic did not feel comfortable using it and decided to prime and use another pump. Questionable pump was not used on the patient. The patient was not negatively affected by this incident and the pump change was completed successfully with another pump.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was not used on a patient. During investigation at berlin heart, the returned excor blood pump was visually inspected and no defects were observed. The blood pump was primed according instructions provided in the current instructions for use (IFU). Per the instructions, the membrane was brought to the end-diastolic position without complications. In the end diastolic position, the membrane was a completely smooth without any creases or folds noted on the surface. The complaint reported by the site could not be reproduced. No defects were noted in the excor blood pump in question.